Manufacturer narrative:
Sections with additional information as of 22-sep-2020: h6: updated FDA's method, result, and conclusion codes h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-62: user had poor technique. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product is giving high readings. A new case was opened to capture new complaint.

Event description:
Consumer initially reported complaint for e-3 error. During the call, a blood test was performed by the customer fasting and produced test result of 47 mg/dl using truemetrix meter; customer was concerned with the low blood glucose test result. The customer¿s expected fasting blood glucose test result is 100 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the dining area. The test strip lot manufacturer¿s expiration date is 10/27/2021 and open vial date is 07/30/2020. The meter memory was not reviewed for previous test result history.